Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a limited or imprecise motion issue with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The instrument was analyzed and found to have corrosion on both blades. Both blades exhibited moderate pitting corrosion on both surfaces. Cut performance is negatively impacted due to the corrosion. Other metal components adjacent to these corroded blades did not show damage. The probable root cause is attributed to improper cleaning or sterilization techniques used in reprocessing, which may include prolonged exposure of the instrument to harsh cleaning agents or insufficient flushing. Based on additional information, it has been determined that the instrument involved with this complaint does not meet the criteria for isifa2024-09-c, as previously listed in section h9.

Event description:
Refer to h11 for follow-up information.